Event description:
It was reported that during an orthopedic procedure, while cutting the femur, the blade broke. It was also reported that the surgeon was bending and flexing the blade when entering the cutting block, there was contact with the cutting guide. It was further reported that there was a ten minute delay as a result of this event. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded

Event description:
It was reported that during an orthopedic procedure, while cutting the femur, the blade broke. It was also reported that the (B)(6) was bending and flexing the blade when entering the cutting block, there was contact with the cutting guide. It was further reported that there was a ten minute delay as a result of this event. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.